Manufacturer narrative:
The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number, surgeon name): site history, event verification, system/instrument log review.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿retzius-sparing robot-assisted simple prostatectomy: perioperative and short-term functional outcomes assessed via validated questionnaires¿ the following complications were reported: the article captures 87 da vinci-assisted simple prostatectomy procedures performed between march 2021 to april 2023. Two patients experienced clavien-dindo grade iii complications. Both complications were bladder diverticula. It was not mentioned if the patients required medical treatment for the diverticula. The surgeon and author responded saying there were no adverse events related to the da vinci products used. The procedures were performed with da vinci si, x, or xi systems. The patient age range was 63-74 years old. The patient body mass index (bmi) range was 24.7-29.3. Https://doi.org/10.1016/j.euros.2024.05.002.